Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and performed the defibrillation calibration. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was able to charge for defibrillation but was unable to reach the full charge level. In this state defibrillation therapy would be delayed or unavailable if needed. There was no report of patient use associated with the reported event.